Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-01151. It was reported that the patient experienced pain and numbness in his legs after falling several times on (B)(6) 2018. The numbness went away after patient deactivated stimulation but the pain did not resolve. Diagnostic testing reflected low impedance readings. X-rays confirmed one of the leads had migrated. A CT scan was also performed but the results are unknown. As a result, the patient was hospitalized overnight for observation and underwent surgical intervention to have the scs system explanted. The patient's issue has resolved since explant.